Event description:
Litigation alleges pain, discomfort, inflammation, elevated metal ion levels and difficulty ambulating. A report received from sales rep states that the patient's left hip was revised on (B)(6) 2013 to address pain. The hole eliminator has been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A complaint database search was not possible for the hole eliminator as the product and lot code required to do so was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.